Event description:
The iab was inserted into the pt on 2/6/97. On 2/8/97 after iabp for about two days, the iab leaked. Event complications: none from the event - rpt'd 2/10/97, 2/28/97. Pt current status: unk - rpt'd 2/10/97, 2/28/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.